Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no troubleshooting was performed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a training/demo of the da vinci system, the surgeon side console (ssc) from system sn: (B)(6) had 41014 errors. It was explained that this system has not been connected to onsite since (B)(6) 2025, and found the error was related to the right master tool manipulator (mt) switch. There was no report of patient involvement.